Event description:
The hcp reported the catheter had been replaced in 2006, for questionable kinking. The patient was experiencing intermittent symptoms of hypertention, altered mental status, and increased spasticity. The patient was refilled five days before, but the reservoir volume was not updated. The estimated reservoir volume was 6.5ml and the actual was 10ml. The patient had been programmed to 1000mcg/day of 2000mcg/ml since the refill. The patient remains hospitalized and is doing good. The hcp is addressing the daily dose to see if it should be adjusted. A follow up report will be sent when additional information is received.